Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation duplicated the reported event. The reported event was duplicated also by combining with the video system of the loaner unit. Upon confirming the log of the video system, it was found out that "ccd overcurrent" was recorded when the device was connected. The manufacturing record of the device was reviewed, and irregularity related to this event was not found. The cause could not be determined, but it is considered that there is malfunction in ccd and/or ccd unit. If additional relevant information is received, it will be reported. Please cross reference the following MDR report number: #8010047-2016-00210.

Event description:
When the doctor attempted to insert the device into the abdominal cavity of the patient, the video image was lost. The facility was waiting expectantly for the video image to be displayed, for a while, but it was not displayed, so the facility repeatedly turned on/off the power of the video system and detached/attached the connector of the device, but the video image was not displayed. The facility replaced the device with other ltf device and completed the procedure. There was no patient injury reported.